Manufacturer narrative:
H7: MFR report # 2017233-2021-02324 was submitted in error. There was no allegation of device deficiency. The damage to the device was due to blunt trauma. The site of implantation was in the range of motion of the joint, and external force was applied due to dislocation of the shoulder joint. In addition, the use of a cutting balloon during stenosis treatment may have triggered the event.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The instructions for use for gore® viabahn® endoprosthesis with heparin bioactive surface states the following: intended use / indications the gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery lesions up to 230 mm in length with reference vessel diameters ranging from 4.0 ¿ 7.5 mm. The gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in iliac artery lesions up to 80 mm in length with reference vessel diameters ranging from 4.0 ¿ 12 mm. The gore® viabahn® endoprosthesis is also indicated for the treatment of stenosis or thrombotic occlusion at the venous anastomosis of synthetic arteriovenous (av) access grafts. The warnings section states: w.l. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis with heparin bioactive surface in applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa. Clinical conditions such as excessive bending, tortuosity, and / or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis. No device migrations or fractures were detected in 25 devices placed across the antecubital fossa in the avr 06-01 clinical study and patency rates were comparable to those of the entire gore viabahn endoprosthesis cohort. Do not cannulate or puncture the gore® viabahn® endoprosthesis. Cannulating or puncturing the endoprosthesis may result in damage to the eptfe lining and/or the external nitinol support, resulting in compromised performance or failure of the endoprosthesis. This report supersedes the previously retracted report. In a conservative approach gore elected to report this incident.

Event description:
The following information was reported: this patient is a man in his forties. On an unknown date, the patient fell during snowboarding. Three days later, swelling and pain in the right shoulder got worse, and the patient was referred to the hospital. Computed tomography angiography (cta) was performed, and pseudoaneurysm and arteriovenous fistula in the distal portion of the right axillary artery was suspected. The patient was in poor general condition due to bleeding, and had disseminated intravascular coagulation (dic), so it was elected to utilize gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). A micro guidewire was inserted from the right upper arm and a snare system was inserted from the right common iliac artery to apply pull-through technique. The viabahn device was implanted in the target lesion with no reported issue. Three days after the procedure, cta confirmed that the pseudoaneurysm and the arteriovenous fistula were disappeared. The patient discharged from the hospital seven days after the procedure. After the procedure, the patient was monitored with dual antiplatelet therapy (dapt). Four months after the procedure, computed tomography showed a middle stenosis around proximal portion of the viabahn device and mild stenosis located distal to the first stenosis region. However, at that time, contrast effect remained in its distal area. Two years after the procedure, the patient underwent a re-intervention using a cutting balloon (6 mm/2 cm) and a non-compliant high pressure balloon (7 mm/4 cm) for the stenosis. (The stenosis event was captured in psts #42674 and (B)(4)) two months after the re-intervention, the patient fell and was injured while snowboarding again. The patient self-repaired the subluxation of the right shoulder, however, went to see a local doctor due to increased pain. An x-ray indicated that the viabahn device was fractured (torn). At the hospital, the fracture (tear) of the viabahn device was confirmed by fluoroscopy. In addition, a pseudoaneurysm was confirmed by angiography. Additional viabahn (jhjr071002j) was implanted, and the pseudoaneurysm disappeared. The patient's progress has been good for 7 months since then. As reported, the physician stated: we experienced a rare case of the viabahn device fracture due to blunt trauma. The cause of the event may have been that the site of implantation was in the range of motion of the joint, and external force was applied due to dislocation of the shoulder joint. In addition, the use of a cutting balloon during stenosis treatment may have triggered the event. The fsa stated: although the details are unclear, it is unlikely to be caused by the viabahn device because the graft damage may have been caused by re-intervention using a cutting balloon, and the damage occurred during snowboarding. In addition, the graft tear could not be determined in the presentation while the stent fracture was confirmed, therefore, I¿m skeptical about the graft tear.